Event description:
The ventilator was observed to be noisy and vibrating slightly. High temperature alarm sounded. The MFR confirmed vibrating sound when nebulizer turned on. MFR found that press support cable touching against brass fitting from peak flow solenoid. Unable to confirm high temperature alarm. No pt injury.